Event description:
Olympus was informed that five pts tested positive for carbenepenum resistant enterbacteriaceae containing new delhi metallo-beta-lactamase (cre-ndm) after having undergone an endoscopic retrograde cholangiopancreatography (ercp) procedure. The pts were examined with the same duodenovideoscope. On (B)(6) 2013, the second pt underwent an ercp with biliary stent placement and bile duct cannulation subsequently developing jaundice . The pt was hospitalized for an unspecified amount of time. On (b)(46 2013 a rectal swab was obtained from the pt tested positive for cre-ndm. The pt was last seen on (B)(6) 2013. No additional information provided regarding the current status of the pt. An endoscopy support specialist was dispatched to the user facility. A reprocessing in-service has not been scheduled to date.

Manufacturer narrative:
The device has not been yet returned for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant information becomes available later. Please cross-reference the following reports for the other four pts: 2951238-2014-00023, 2951238-2014-00025, 2951238-2014-00026 and 2951238-2014-00027.